Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photo included in the complaint was reviewed by the product analysis team. The review is documented below. [Photo review]: the photo shows the stent which is noted to be detached from the delivery wire and is completely flared. No other components are shown in the photo. The issue reported regarding the impeded condition of the stent cannot be evaluated through a photo; however, the issue that the stent prematurely detached documented in the complaint is confirmed based on the detached condition of stent shown in the photo. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9550015. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the ophthalmic segment of the internal carotid artery (ica), the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9550015) was impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31530962) and could not advance further. The stent component was also reported to have become prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and the stent from that patient and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. A photo of the stent component was included in the complaint. The photo will be reviewed by the product analysis team. On 20-aug-2025, additional information was received. The information confirmed that the procedure was an endovascular embolization of an aneurysm on the ophthalmic segment of the internal carotid artery. There was no vessel tortuosity at the location of the targeted aneurysm. An adequate continuous flush was maintained through the microcatheter. There had been no resistance during the advancement of the stent. There was no damage noted on the stent / stent delivery system aside from the reported premature detachment of the stent when the system was removed. Per the information the replacement devices were another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200) and 150cm x 5cm prowler select plus microcatheter (606s255x). There was no negative patient impact and no delay to the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As shown and described in the photo, the stent component was already detached from the delivery system. No appearance of damage was noted. Microscopic inspection was performed. The stent component was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); it was also noted to be fully expanded with both ends completely flared. Inspection on the delivery wire revealed kinked and stretched conditions on the distal end of the proximal coil. The distal end of the delivery wire was subjected to dimensional analysis, and the measurement that controls the attachment and delivery of the stent was found to be within specification. The reported issue in the complaint regarding the stent being prematurely detached was confirmed since the stent was noted already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the proximal end of the concomitant microcatheter is confirmed based on the damaged conditions found on the distal end of the delivery wire. It is suggested that excessive force could had been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the kinked condition of the delivery wire and detached condition of the stent. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9550015. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.